Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator had reached battery capacity depleted status. It was noted that the patient was non-complaint. A boston scientific technical services consultant performed a review of device data stored in the remote patient monitoring system and determined that the battery appeared to be depleting prematurely. The device was explanted and replaced. No additional adverse patient effects were reported. The device has not been received for analysis.

Event description:
This report is being filed to submit the results of device analysis.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case. Code 3191 was used to capture the surgical intervention performed.